Event description:
Report rec'd from (B)(4). A black-brown liquid was reported as "coming from the motor/long attachment." This event occurred during surgery. Correspondence rec'd requested info on the potential harm to the pt if the liquid were to "get into the incision." Multiple attempts were made to obtain clarification of the event and pt impact. Though requested, no add'l info has been rec'd.

Manufacturer narrative:
The device was not available for investigation or eval. No serial number was provided, therefore, no device history could be performed. Directions for use, "warnings" state, "use care to protect hose when handling, cleaning and during system use. Damage to hose can cause leaking, rupture or other related failures.